Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was getting shocked with group c. They were set on group c and when turned on they briefly were very uncomfortable, felt stimulation in their teeth. Stimulation was turned off and set to group d. Patient thought her device had active a, b, c, and d groups but on c and d were available. Patient thought she had been using group b with therapy benefit. Patient was set to group d and stimulation was turned on with no adverse issues.